Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use, the valve was leaking. During aspiration there kept on coming air bubbles. Even after multiple attempts. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use. During aspiration the valve was leaking. There air bubbles. After multiple attempts to clear to the air, the sheath was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned.